Event description:
The spouse reported via phone call that the customer passed away on (B)(6) 2015 in a hospital. The caller stated the customer was hospitalized on (B)(6) 2015 before passing away. The official cause of death was from a heart attack. The customer's blood glucose was 129 mg/dl at the time of death. The caller stated the customer did not have any diabetes complications prior to their passing. The caller also reported the customer used sensors and was wearing a sensor at the time of death. It was also reported the customer was connected to the insulin pump at the time of their passing. It was unknown if the caller will be returning the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had a small crack on the reservoir tube lip. The insulin pump was not received with battery installed. Data analysis there is no data available due to the insulin pump received without a battery installed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.